Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with scd controller. The customer reported that a patient received a burn. The extent of injury was not known.